Manufacturer narrative:
Through follow-up with the health-care provider, a copy of the patient's operative report and discharge summary were provided. Per the reports: this is (B)(6) old white male patient in moderate general condition, kind of frail. Severe aortic stenosis and was followed carefully by the cardiologist. He developed congestive heart failure and went on to have atrial fibrillation. Therefore, he had an aortic valve replacement performed. After the aorta was opened and the aortic valve was examined and found to be actually very critical stenosed. All the sutures were put in place then sutured the valve and tied without any technical problems. An attempts to cardiovert the atrium was unsuccessful, so a pacemaker wire was implanted in both the ventricular and atrium and the patient was paced sequentially. The patient did very well postoperatively, was a regular sinus. The patient developed slight hematuria. The patient experienced subtle symptoms of abdominal pain; however, there was no evidence of any major surgical problem upon consultation. The patient a few days after surgery developed slight confusion associated with poor nutrition. The patient was subsequently sent to the rehab center actually conscious, alert, and looked much better and with a good, clear urine output and he was to be followed and seen in the office within one to two weeks. No other details were provided. Unfortunately, the cause of death remains unknown.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 1.5 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.